Manufacturer narrative:
The device has not yet been returned therefore, a failure analysis of the complaint device cannot be completed. If the device is returned and evaluation completed, a supplemental medwatch will be filed. Device history record (DHR) review was conducted for the reported identification number. The lot was released meeting all qa specifications.

Event description:
It was reported that during a breast biopsy procedure on (B)(6) 2020 the brevera sheath began to twist and crumple when the physician attempted to remove the needle from the biopsy site. There was no impact or harm reported to the patient. No additional details at this time.